Event description:
Revision surgery - the details are unk at this time.

Manufacturer narrative:
The root cause for the revision surgery was due to patient having scleroderma. Due to the patient's condition, the surgeon felt it was necessary to remove all implants. The surgeon did not have an issue with the implants, reported as functioning normally. The implants were not returned to djo surgical for examination. The device history record for the reported components involved were examined. A review of the sterilization records show that the devices had all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their expiration dates at the time of surgery. A review of the device history record, product complaint report history, and sterilization records show the components used in the surgery met sterilization, design and manufacturing requirements. There were no findings during this investigation that indicate the reported devices were the source or had a direct connection with the patient's infection.